Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The received logs revealed several alarms at the event date, y sensor disabled - flow unreliable, y sensor disabled - pressure unreliable, volume delivery restricted, leakage too high, peep high, peep low, pressure delivery restricted, patient circuit disconnected, expiratory minute volume low, respiratory rate high, check tubing, apnea ,expiratory minute volume high, y sensor disabled - flow too high, y sensor disconnected and battery operation were active during ventilation. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check one weak before the event date. The alarms generated indicates that a leakage situation occurred. Our field service engineer investigated the ventilator on site. During the inspection, several tests were performed and passed. No deviations could be found. The ventilator was returned to the customer in working condition. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).